Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom of upstream occlusion alarm, intermittent during first 5-10 minutes of starting the IV which were verified through a review of the event history log and found to be caused by an out of specification ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a symptom of upstream occlusion alarm, intermittent during first 5-10 minutes of starting the IV. There was no patient involvement. No additional information is available.